Event description:
Related manufacturer reference number: 2017865-2023-17415. Related manufacturer reference number: 2017865-2023-17416. It was reported that the right atrial lead, the right ventricular lead, and the left ventricular lead exhibited high impedance. Further information was requested however, was not provided.